Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded monofocal intraocular lens (iol), the physician observed an irregularity in the tip of the injector. The account also indicated that this irregularity made it impossible to implant the lens in the usual manner, necessitating the disassembly of the injector and the use of an extra cartridge. No further information was provided.